Event description:
An angio-seal sts plus device was placed post percutaneous procedure. Some time later the pt experienced signs of impaired circulation and vessel occlussion. The pt underwent surgical intervention to the femoral artery. Attempts to obtain additional information have been unsuccessful.